Event description:
It was reported that sometimes post catheter placement procedure, the catheter was allegedly discolored after four months of chemotherapy. It was further reported that the patient had vein thrombosis. Reportedly, the catheter was replaced. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiration date: 12/2025. Device pending return.

Event description:
It was reported that sometimes post catheter placement procedure, the catheter allegedly discolored after four months of chemotherapy. It was further reported that patient had vein thrombosis. Reportedly, the catheter was replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 7.0fr bard d/l catheter was returned for evaluation. Gross visual, microscopic visual, tactile and function evaluation were performed. The investigation is unconfirmed for the reported catheter discolored issue as discoloration was not noted throughout the catheter. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Also, complete circumferential break was noted on the distal end of the catheter with striations and residue throughout the surface. The surface was noted to be granular and glossy. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2025), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post catheter placement procedure, the catheter allegedly discolored after four months of chemotherapy. It was further reported that patient had vein thrombosis. Reportedly, catheter was replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 7.0fr bard d/l catheter was returned for evaluation. Gross visual and microscopic evaluation revealed reddish/yellow spots on the catheter along with a change in coloration of the catheter cuff. Both findings are to be expected for a catheter post implantation. However, no discoloration of the catheter, itself, was noted. Therefore, the investigation is unconfirmed for the reported catheter discoloration issue. Furthermore, the alleged vein thrombosis as a clinical issue cannot be confirmed. The definitive root cause could not be determined for the reported events based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2025), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.